Event description:
It was reported that the product came off standby and was not running. There were no reports of any adverse consequences.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display became active, and the correct software loaded. The product went into standby mode. The bulb failed to ignite. The power-up sequence was repeated multiple times. The bulb failed to ignite after each cycle. An evaluation was conducted on the ability of the jaw and the lightcable to engage. The evaluation was successful. A measurement was taken on the boost voltage. The resulting measurement was 0 volts, which is clearly out of specification. The root cause of the reported failure was traced to a defective ballast. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.